Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had a damaged connector. The returned device indicated a grommet issue. The returned device indicated foreign material on set screw. The returned device indicated a loose/detached set screw. The returned device indicated a set screw with a rounded socket. The returned device indicated a damaged set screw. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after the device pocket has been closed, the atrial lead was not capturing at maximum outputs. In addition, the atrial lead impedance measurement was high/undefined. The lead tested within normal limits through the analyzer, however the decision was made to explant and replace the lead. After the lead replacement, the new lead also showed out of range parameters. It was noted that no clicking sound was heard when the setscrew was tightened on the implantable pulse generator (ipg). The ipg was disconnected and was replaced. No patient complications have been reported as a result of this event.